Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3: date of event: unknown/not provided, as information was asked but it was not provided. Section d6a - implant date: not applicable, as lens was not implanted. Section d6b - explant date: not applicable, as lens was not implanted. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) came out defective. Through follow up, we learned that there was no patient contact with the device. The surgery was completed with a replacement iol. The model and serial number of the lens implanted could not be provided. No further details were received.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Section d9: returned to manufacturer on: 25-jun-2025. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification was performed on the suspect product. The lens was found stuck in the cartridge and the cartridge tip was damaged. Ophthalmic viscosurgical device (ovd) was observed inside the cartridge. The lens module was opened and inspected, revealing ovd inside the lens module, indicating that an excessive amount of ovd may have been used. The plunger rod was observed to be bent, broken, and damaged, consistent with excessive force being used while trying to advance the lens. The lens was removed from the cartridge and it was observed to be coated in viscoelastic residue. The lens was cleaned and inspected revealing that the lens had damage on the edge, and the haptic optic region of the lens was torn from the lens. Damage was also observed on the haptic. No further issues were identified. The complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.